Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up medwatch will be submitted. The event reported that the surgery was delayed 50 minutes; according to zimmer biomet procedure, a delay of surgery > 30 minutes represents a serious injury and therefore this event is being reported.

Event description:
It was reported that the dermatome was blocked and not functional. The event occurred during surgery. There was no patient involvement and an alternate handpiece was used to complete the procedure. The procedure was delayed by 50 minutes to diagnose the handpiece and search for the replacement.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. There was a delay of 50 minutes. On may 8, 2018, it was reported that the dermatome was blocked & not functional. The customer returned an electric dermatome device, serial number (B)(4) , for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated electric dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the electric dermatome on june 29, 2018 revealed that the calibration was out of specifications. The motor ran erratically so the motor speed could not be measured. The head was full of blood and skin and was very dirty and was discarded. The customer hose and width plates were not returned for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on june 29, 2018 which included replacement of the power cord assembly, power switch, thickness lever, ball detent, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged head, damaged control bar, neck, and calibration shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the calibration was out of specification, the motor was erratic and the machine head was full of blood and skin. The root cause of the device being blocked and not functioning cannot be specifically determined with the provided information since it is unknown how the damage occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.